Event description:
A report was received from (B)(6) with information stating that the "down arrow" button and the "alarm silence/reset" button on the right panel were unresponsive. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).